Manufacturer narrative:
The customer¿s report that the patient¿s bone segment was not transporting and the nail was not working was not confirmed based on visual inspection and functional testing. As part of the investigation the entire manufacturing process was reviewed. What was discovered was the shimming fixture during testing was missing a component. Due to the missing component, this resulted in an insufficient amount of axial space for the internal components. This is a manufacturing issue and is being addressed in an internal investigation.

Event description:
See updated information in h2, h3, h6 and h10.

Manufacturer narrative:
No product has been returned for evaluation therefore, no root cause can be confirmed at this time. No product returned as it is in-situ.

Event description:
Information was received that a removal procedure would be performed and external fixation placed since the patient was not consolidating. As per the reporter, the nail was not working.